Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were coming out in line with the c-ring and giving a visual that was different than normal. Once the device was swapped out with a new one, the issue was completely resolved and the case was completed. No patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/24/2024. An investigation was conducted on 07/09/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact harvesting device jaws or heater wire. The heater wire was observed to be flexed at the center of the hot jaw due clinical use. The cannula was observed to be intact. The c-ring observed to be straight instead of curved upward. There were no visual defects observed on the intact c-ring. Based on the returned condition of the device as well as the evaluation results, the reported failure "material deformation; c-ring" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000378288 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure material deformation; c-ring. CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula¿.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were coming out in line with the c-ring and giving a visual that was different than normal. Once the device was swapped out with a new one, the issue was completely resolved and the case was completed. Delay to open and set up a new hemopro. No patient harm.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,b5,d4 lot#,exp date,e2,e3,d9,g3,g6,h2,h3,h4,h6,h10.